Event description:
Irradiated leukocyte - poor filtered platelets to be transfused. 3 different filters attempted, all in the same lot number. Unable to transfuse. 1/2 of unit was wasted. The pt was transfused with regular blood tubing to finish the platelets. Pt was cmv negative prior to this transfusion. Unknown if this will cause pt to become cmv positive.